Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was scheduled for replacement surgery less than a year from having her current vns implanted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Physician later reported that the reason for surgery is poor wound healing leading to infection. The surgical intervention is to preclude serious injury. Facility reported that the cause of infection was poor wound healing from surgery on (B)(6), and the infection started on (B)(6) following surgery. The infection was at the generator site. The patient originally had minimal leaking from chest incision which has stopped. Later patient presented to emergency room in august with chest incision dehiscence allowing visualization of the generator. The device history records were reviewed and sterility of the generator and lead was verified prior to release. No other relevant information has been received to date.

Event description:
It was reported that the patient had their full system explanted due to infection. No other relevant information has been received to date.